Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer states via phone call that she is receiving motor error alarms. Customer blood glucoses value is 400 mg/dl. She states she was treated with manual injection. Troubleshooting was perform and the pump was able to rewind. Product will not be returning.